Event description:
The customer reported that the unicel dxc 800 pro synchron system generated false high na, cl, and co2 (sodium, chloride and carbon dioxide) results on one patient sample. There was no impact to patient treatment. The customer reran the sample on the same instrument and on the backup instrument and obtained lower results. A review of controls (qc) data from remote management system found qc was out high on (B)(6) 2015 for cl.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The customer found fibrin floating in the sample after they reran the sample. The fse also replaced a torn vacuum valve on the eic (electrolyte injection cup) to resolve the issue. Although the sample was confirmed to have fibrin clot and there was evidence of poor sample quality, either could have caused or contributed to the event. A malfunction could not be ruled out.